Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received the safety notification for the battery cap and reported damage to the insulin pump battery cap contacts. No further details were provided. No harm requiring medical intervention was reported. Troubleshooting could not be performed. The customer will continue to use of the device is unknown and will not be returned for analysis.